Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from (B)(6) 2019 - (B)(6) 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion; 40ml of solution remained in the device. The device had been filled with 13500mg piperacillin/tazobactam in 0.9% sodium chloride. The peripherally inserted central catheter (PICC) line flushed with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.